Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2021-01388, 3006705815-2021-01389, 3006705815-2021-01390, 1627487-2021-12614. It was reported that the patient experienced an infection at the ipg and lead implant sites. In turn, the patient became hospitalized. As a result, surgical intervention may occur at a later date to explant the system.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021 wherein the entire scs system was explanted.

Manufacturer narrative:
Patient weight added to the report. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.